Event description:
A medtronic representative reported that while setting-up prior to a spine procedure, the o-arm 1000 imaging system pendant displayed a red x for generator and communication. Trouble-shooting did not resolve the issue. The surgeon opted to proceed as planned, using a c-arm to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement mvs interface cable shipped to site. A medtronic representative performed an imaging system check-out, all areas passed. A broken wire in umbilical cable found. Replaced cable and system is working as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The damaged cable was returned to the manufacturer for analysis and showed signs of physical damage. The cable had a broken wire on pin 19 and 24. The reported event was confirmed. The device was replaced to resolve the issue.